Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2016, it was not possible to interrogate the device that was implanted in (B)(6) 2013. At the external ECG, it was visible a 35bpm rate. This device was replaced and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electronic module operated as specified.

Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2016, it was not possible to interrogate the device that was implanted in (B)(6) 2013. At the external ECG, it was visible a 35bpm rate. This device was replaced and will be returned for analysis.

Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2016, it was not possible to interrogate the device that was implanted in (B)(6) 2013. At the external ECG, it was visible a 35bpm rate. This device was replaced and will be returned for analysis.